Event description:
Information received from the field notes that the patient experienced dizziness at home and passed out. The patient was admitted to the emergency room "where he was found to have pacemaker failure". A suspected malfunction of the ventricular lead was noted.